Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during use, the cable breaks directly at the plug. The connected device does not interrupt the power supply (safety cut-off), and the patient suffers a 1 cm burn on her thigh. All devices were checked for proper condition before the operation".